Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port with kit components was returned for evaluation. Visual evaluation has been performed on the returned device. Components were compared against content package list, there were two straight non coring needles, and the following was not received: one right angle non coring needle. The manufacturing evaluation site states, review of the photographs showed that there were two straight non coring needles, the angle non coring needle was not observed. However, the sample returned for analysis was received open, which prevents confirming the product¿s initial conditions. The investigation is inconclusive for the reported component missing and component misassemble issues as the product was received in an unsealed condition and therefore the original state of the device cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Upon opening the package, it was noted that there were no angle needles in the kit. There was no patient contact.